Manufacturer narrative:
The product grid was updated with material/catalog number and MFR date and expiration date. Investigation has been completed. The following information has been updated: describe event or problem: it has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leakage at prn was noticed during penetration process, leaked blood supposed to be 2-3ml, defected product was replaced at once, no adverse event on patient. Medical device brand name: bd intima-ii¿ closed IV catheter system. Common device name: intravascular catheter. Medical device catalog #: 383028. Medical device expiration date: 2021-10-09. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-09-19. Investigation summary: a device history review was conducted for lot number 8262062. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leakage at prn was noticed during penetration process, leaked blood supposed to be 2-3ml, defected product was replaced at once, no adverse event on patient.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leakage at prn was noticed during penetration process leaked blood supposed to be 2-3ml defected product was replaced at once no adverse event on patient.

Manufacturer narrative:
Product grid updated to reflect MFR site as suzhou. The following information has been updated: d.3. Medical device manufacturer: bd rapis diagnostics (suzhou) co. Ltd. G.1. Manufacturing location: bd rapis diagnostics (suzhou) co. Ltd. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ prn has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leakage at prn was noticed during penetration process. Leaked blood supposed to be 2-3 ml. Defected product was replaced at once. No adverse event on patient.